Event description:
A customer was performing verification testing and observed no reactivity with a sample containing anti-kell when tested with 0.8% surgiscreen lot 8ss479. No death or serious injury was associated with this incident.